Event description:
It was reported that the ventilator had an audible disc/sense alarm. The patient was removed from the ventilator, manually ventilated, and taken to the hospital. The patient had a heart attack while connected to the ventilator and was pronounced dead at the hospital. The respiratory therapist (rt) had checked three patient circuits and they had failed the leak test. The rt connected a known good patient circuit and the ventilator passed the leak test.